Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data: on 19 sep 2024, initial result was 1.73 ng/dl, repeat result was 1.18 ng/dl and repeat on another analyzer (sn: (B)(6) result was 1.26 ng/dl (reference range is 0.70 to 1.48 ng/dl patient information: 82-year-old female with a past medical history for hyperthyroidism (graves' disease), diabetes, ablation was performed in 2019 for atrial fibrillation. Medications significant for mercazole, amaryl tablets, metgluco tablets per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 61390ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 61390ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any issues with the complaint lot. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 reagent lot 61390ud00 identified.

Manufacturer narrative:
Section h6 - adverse event problem: investigation conclusions code corrected.

Event description:
The customer reported falsely elevated alinity I free t4 and provided the following data: on (B)(6) 2024, initial result was 1.73 ng/dl, repeat result was 1.18 ng/dl and repeat on another analyzer (sn: (B)(6)) result was 1.26 ng/dl (reference range is 0.70 to 1.48 ng/dl. Patient information: 82-year-old female with a past medical history for hyperthyroidism (graves' disease), diabetes, ablation was performed in 2019 for atrial fibrillation. Medications significant for mercazole, amaryl tablets, metgluco tablets per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.